Manufacturer narrative:
Patient implanted with a margron dtc hip replacement in 2004 presented with pain. Revision surgery was conducted in 2008. The explanted femoral stem was not available to the manufacturer for further analysis. During revision surgery, it was noted that the femoral stem had become loose, which was the likely cause of the pain. Test culture confirmed that there was no evidence of infection found around the stem. The device was removed and replaced by another manufacturer's revision hip system. Manufacturing records were examined to determine if there might have been a problem with the hydroxy apatite (ha) coating on the margron device (coating problems may lead to an early loosening of the stem). The record examination revealed no evidence that the coating fell outside the specified iso/FDA limits. It was also noted that the implant was effective over a 4 year period.

Event description:
Patient with a margron dtc hip replacement presented with pain 4 years postoperatively. Revision surgery was performed. During revision surgery, it was noted that the femoral stem had become loose, which was the likely cause of the pain. There was no evidence of infection found around the stem. The device was removed and replaced by another manufacturer's revision hip system.